Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2022) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement via the right subclavian vein, blood was allegedly unable to be withdrawn. It was further reported that catheter was allegedly found to be ruptured under the chest x-ray. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One x-ray video was provided for review. The video shows the contrast being injected into the port and a leak was noted at the catheter near the port. Therefore the investigation is confirmed for the reported catheter fracture and suction issues can be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2022), g3, h6 (method) h11: b5, h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that one year, two months and eighteen days post a port placement via the right subclavian vein, blood was allegedly unable to be withdrawn. It was further reported that catheter was allegedly found to be ruptured under the chest x-ray. There was no reported patient injury.